Manufacturer narrative:
Office distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a customer from USA: event description: "the reporter stated that 7 power cord where the housing that plug into the wall is breaking in half. There was no patient involvement, no human harm and no delay in therapy. . Patient involvement: no. Delay in therapy: no. Need for medical intervention: no. Human harm: no. Death / serious injury: no."